Event description:
Can't contact device maker; there is a voluntary recall on phillips respironics CPAP machines, this need to be mandatory. I tried to register my machine for the recall and I am unable to do so. The phillips recall site will not accept my information. The phone number provided has limited hours and a message that says high call volume. This needs to be a mandatory recall based on phillips is not addressing the problem. I have been registered with them, yet they failed to notify me my mail or email. FDA safety report ID # (B)(4).